Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, the customer filled the cartridge successfully by using a different section of the cartridge and successfully penetrating the septum. There was no known impact to the customer¿s blood glucose level.